Event description:
According to the reporter, during the robotic laparoscopic hernia repair procedure, the tacks would not connect to the tissue and the tacks disengaged into the patient. The surgeon was able to retrieve the component. Another device with the same lot # was opened and had the same issue. To complete the procedure, the physician manually sutured. No harm was caused to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.